Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome about their scs trial. It was noted that the reason they got the stimulator was because they had leg pain that could not be diagnosed. The pain specialist tried a temporary device, did epidurals, and everything but it did not work. The pain was described as an achy pain that you would get if you were a teenager similar to growing pains but the patient had been 40 years old at the time. The temporary device was ¿¿just not going in right.¿ it took the specialist 1 hour to put the temporary lead in when it should have taken 10 minutes. The specialist told the patient that they had ¿so much whatever in their back or it was compressed in the spine or whatever.¿ this could not be clarified. Patient stated that at that point the pain specialist told them a neurosurgeon would have to insert the trial and the patient was referred to a neurosurgeon (their current hcp) and the trial was inserted by them. This occurred over 5 years ago and probably 10 years ago. The patient reported medical history that were confirmed to have happened ¿way before¿ they got their device and was one of the reasons they got the stimulator. It was reported that the patient¿s hcp ¿seriously doubted it¿ when the patient got 3 herniated thoracic discs from being rear ended at 5 miles an hour. The hcp stated that the rib cage usually protects the thoracic discs. The patient stated that they sent them home from the emergency room (ER) with a chest x-ray because they had not had an MRI onsite at the time. The patient stated that they had been sent home with the hcp telling them they were fine but 5 years of pain later they had an MRI and figured out what had really happened. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare professional reporting that two leads were implanted and they had some difficulties placing the leads related to the spinal stenosis (thoracic), but there was no acknowledgement that any of the leads were unable to be used/inserted. It was reported that they had significant difficulty placing the patient's bilateral leads, but they were able to capture back stimulation and the trial gave them 75 percent relief of their low back and bilateral leg pain. The patient's weight was also reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.